Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that the patient reported that they are having a lot of trouble with their back, and having pain on the area of the stimulator.. Patient stated that they went through the airport scanner without turning their therapy off, and the night after that, they got real sick and they were in bed for 2 weeks. The patient stated that they were given different antibiotics and added that the pain is unreal. Patient also stated that they are in bed for the past 2 weeks after they went through the airport scanner, and they now feel a whole lot better, but the pain shoots, and the implant site is sore. Patient mentioned that they have been taking tylenol too and reiterated that they have been so sick and the pain is intermittent;, it just shoots, otherwise it just aches. The patient also mentioned that they were able to connect to the ins and get a reading. The agent documented and redirected them to the hcp to further address the issue.